Event description:
The patient called lifescan and alleged the one touch basic original was prompting clean test area. The issue was not resolved with troubleshooting and the meter was replaced. No results were reported and no symptoms of high or low blood glucose were stated. The pateint contacted a medical professional and they took insulin. The patient neither alleged harm nor experienced injury. Based on the info supplied by the patient there is indication that the product malfunctioned and that the event meets the criteria for medical device reportable.